Event description:
It was reported that during the implant, noise was observed on the egm of the right ventricle (rv) channel after connecting rv lead. Same noise was observed when right atrial (ra) lead was connected to that port (rv) of the device. The rv lead and the device were not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis revealed no anomalies. Evaluation summary: (B)(4) helix disengaged from helical channel; full lead was returned and analyzed. The helix cannot be measured because it is over retracted and will not extend. Blood in/on helix/lobe mechanism(sleeve head).